Event description:
The pt reportedly experienced a decrease in performance. The pt was seen at the center for device eval. External equipment was exchanged. However, the reported problem was not resolved. The pt was seen by a co rep for device eval. Testing performed confirmed that the device was not functioning. Surgery to explant the pt's ci device is to be scheduled.